Manufacturer narrative:
(B)(4). We received one used (approximately filled to a quarter) easypump ii lt 60-30-s without packaging (contaminated with 5-fu). The received sample was taken to a visual inspection. Damages or manufacturing faults were not detected on the sample. In as-received condition the white clamp was closed. The original wing cap was not handed over by the customer, the patient connector was not closed. After opening the top cap and removing the closing cone, we detected liquid at the filling port (lli-cone). Furthermore we detected solution (liquid) at the lla-cone of the patient connector. The sample was filled up to the nominal volume (60 ml) and a functional test respectively a leak test was carried out. After opening the white clamp and waiting for a while the pump worked (solution was running). Furthermore, we tested the flow rate of the sample. Nominal: 2 ml/h; actual: 2.2 ml in 1 h; 4.2 ml in 2 hrs; 6.4 ml in 3 hrs. The flow rate of the sample is in accordance with the specification. During the test of the flow rate we did not detect any leaks at the sample. The tested sample is in accordance with our requirements. Hence we assess this complaint to be not justified. We have informed our manufacturer accordingly. Sample content is contaminated with cytotoxic drug 5fu. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): pump-no flow, no flow or stop of infusion - 5fu.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow-up report will be provided when the inspection results are available.